Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of a report stating "during setup, the patient stated they set everything up as usual and was just starting the priming. When the pump was turned on, the black tab sprung forward quickly from the back and ejected the syringe forcefully out, a few feet away and onto the floor. The tip of the syringe and the tubing flange were both cracked after impact. The black tab on the pump will not rewind, so the internal spring mechanism must have failed suddenly and forcefully. The patient sealed and bagged the syringe and tubing and will return with the pump and stated the hizentra and supplies will need to be replaced. The pump had been stored properly and has not been dropped or damaged." A return material authorization was initiated by koru medical for product return. The pump listed in this report has not been received by koru medical at this time. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.